Manufacturer narrative:
A service quote for repair was sent to the customer for approval, but the customer did not accept. Therefore, a philips service engineer was not able e to evaluate or repair the device. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 device indicating that the navigation wheel does not work. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. Bench repair has recommended the replacement of the front bezel to address the reported issue.

Manufacturer narrative:
H10: e1 - reporting institution phone number - (B)(6); e1 - reporter phone number - (B)(6).